Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. Based on the data found, no clear root cause can be determined. The most probable root cause could be that the device was placed too close to the magnetic field of the MRI and the user ignored the teslaspy and the battery low alarms. The tesla spy board the check valve assembly and the fan were replaced. There was no patient or user harm reported.

Event description:
Mr1 placed too closed the MRI device.